Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient has had incontinence for the past couple years, and that they are not emptying their bladder all the way. The healthcare provider did a cystoscope to see if there was any obstruction, but it was stated that the patient¿s prostate is fine. The healthcare provider wanted a manufacturer representative to check the implant. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.